Manufacturer narrative:
On (B)(6) 2020 a patient had a prodisc c device explanted and replaced with an m6 cage. The prodisc c device was explanted due to patient pain. The source of the pain is unknown thus a conservative assumption that the prodisc c device may be contributing was made. It was also assumed the surgical intervention performed was to preclude permanent impairment and/or pain thus a report was required. DHR review did not find any anomalies in manufacturing. The rate of complaints was determined to be acceptable when evaluated against the device risk assessment. The associated risks have been identified, mitigated, and accepted based on the device dfmea. The device was not made available for retrieval and analysis for unknown reasons. The investigation could not determine a cause for this complaint.

Event description:
On (B)(6) 2020 a patient underwent revision surgery to explant a prodisc c implant and replace it with an m6 cage. The prodisc c device was removed due to patient pain of unknown source. A conservative assumption suggests the prodisc c device may have been contributing to the pain and need for removal to preclude a permanent injury.